Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Sorin reported that the patient with this lead had received 4 shocks due noise and oversensing. It is not indicated that this lead was explanted.